Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The original battery was returned to the vendor for further evaluation, and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. Premature eri was observed. The battery was within normal longevity range at last follow up in (B)(6) 2013. The device was explanted and replaced. The patient was in good condition after the event.